Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received eighteen unopened units. Six units were found to have black embedded particulate in the grip and needle cover, eleven units were are found to have unknown foreign, and one unit appeared to have no foreign matter. Solid white foreign matter was found in three units, black foreign was found in eight units, and a fiber like foreign was found in one of the units. The reported issue was confirmed. The black embedded particulate was determined to be a non-foreign, burnt particulate resin. This particulate is a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup; however, one lot can sometimes take up to ten days to produce. Spectral analysis identified the unknown foreign materials as polyethylene, top web material, and cardboard. Polyethylene is found in the vent plugs and outside layers of the primary packaging material. If the packaging dies are worn, the external layers of the film can be deposited into the packaging. The black foreign was found to be particulate from the packaging web. Particulate from the packaging web can originate during the packaging process due to wear and tear on the heating plates and the trimming process. The fiber was tested and determined to be cardboard. The probable root cause was determined to be related to packaging and molding during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in had foreign matter on 13 occasions. The following information was provided by the initial reporter: material no: 381411 batch no: 0275658. It was reported fm. Verbatim: has found 19 packs of angiocaths with black specs on the inside of the packaging. I have 4 boxes here that we pulled with the same lot number. Initially my staff found 6 with obvious black inside of them (this is the worst, some only have a single black spec) but when I looked through all of the boxes, I found another 13 with black¿ a few are very difficult to see and would be easily missed ¿ like a little black fleck under the sealed part of the packaging¿ I have them all on my desk.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in had foreign matter on 13 occasions. The following information was provided by the initial reporter: material no: 381411 batch no: 0275658. It was reported fm. Verbatim: has found 19 packs of angiocaths with black specs on the inside of the packaging. I have 4 boxes here that we pulled with the same lot number. Initially my staff found 6 with obvious black inside of them (this is the worst, some only have a single black spec) but when I looked through all of the boxes, I found another 13 with black¿ a few are very difficult to see and would be easily missed ¿ like a little black fleck under the sealed part of the packaging¿ I have them all on my desk.

Manufacturer narrative:
The following fields have been updated with corrections: e.4. FDA notified?: the initial reporter also notified the FDA on 6 april, 2021. Medwatch report # mw5100127. G.3. Report source other: medwatch report.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in had foreign matter on 13 occasions. The following information was provided by the initial reporter: material no: 381411, batch no: 0275658. It was reported fm. Verbatim: has found 19 packs of angiocaths with black specs on the inside of the packaging. I have 4 boxes here that we pulled with the same lot number. Initially my staff found 6 with obvious black inside of them (this is the worst, some only have a single black spec) but when I looked through all of the boxes, I found another 13 with black¿ a few are very difficult to see and would be easily missed ¿ like a little black fleck under the sealed part of the packaging¿ I have them all on my desk.